Manufacturer narrative:
(B)(4). Date sent: 9/5/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: did the active titanium blade break off? -yes. Did the moveable (top jaw) completely break off of the device? -no. Were the fragments generated completely removed from the patient without additional intervention? -yes. Was this procedure converted to an open procedure? -no. Did the patient experience any adverse consequences due to this issue? -no. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that in the process of liver blockade, the metal head of the ultrasound knife head was found to be missing, and immediately reported to the chief surgeon to search, but failed, and immediately reported to the foreman around the incision, the surgical field of view and the operating table searched, and the search failed, immediately notified the radiology department, continued to search, and finally found the metal head in the abdominal cavity. Changed to the new device to complete surgery. No additional information can be provided.